Event description:
It was reported "the cutting adjust was not correct. The transformer did not work properly; power supply serial number (B)(4)/parts 3539-252 and 5 units guards". Add'l clinical info and clarification regarding malfunction reported was requested by integra.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.